Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a prime / fill anomaly. Customer reported that piston would not stop during priming and would keep pushing insulin out. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test including occlusion test prime test, and excessive no delivery alarm test due to prime alarm. Device received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.